Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced underdose symptoms and loss of effect. A dye study was attempted but there was the inability to aspirate the catheter as a "blood cloth" was found in the catheter connection or catheter access port (cap). This required the explant and replacement of the device with the date reported approximately (B)(6) 2014. It was reported as ¿unknown-n/a¿ if the issue was resolved or the cause of the issue determined. At the time of the event the patient's status was reported as alive-no injury. The product was discarded and will not be returned. This device system delivered lioresal. Additional information has been requested, but was not available as of the date of this report.